Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successful and comply with the specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported all of the buttons on the infusion device are non- functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged blood glucose monitor for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.